Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's system kept going. When a patient service representative (psr) visited the patient to assist, the psr reported all electrodes were displaying red on the monitor, indicating that the electrodes were not making proper contact with skin. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gonging alerts/ electrodes showing red-improper contact) has been confirmed. Upon evaluation, there was poor solder connections on the pulse wire and gel fire wire inside the distribution no (dn). The cause of the constant gonging and electrodes showing improper contact is poor communication between the dn on the electrode belt and the monitor. The cause of the poor communication is the poor solder connections inside the dn. The root cause of the poor solder connections cannot be positively identified but is likely a manufacturing error. No adverse event resulted from the defective distribution node. The patient received a replacement electrode belt.